Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer reported he was having issues with sensor. Customer states the sensor does not stay on and he does sweat a lot due to his job, since he is required to climb trees. Customer also has issues with accuracy between the sensor glucose and blood glucose readings. Customer states the sensor works half of the time. No further information reported.